Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized on (B)(6) 2020 due to low blood glucose level of 28 mg/dl. The customer had stroke on (B)(6) 2020 and was already at the hospital. The customer treated low with glucose tablet and current blood glucose level is 186 mg/dl. The customer stated that insulin pump over delivered units of insulin which led up to event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis. The reservoir will return for the analysis.